Event description:
A field service engineer (fse) was onsite to inspect the video system center. While servicing the system the fse observed a defective scope connector socket. The event was found during preparation for use before a diagnostic procedure which was completed with a similar device. Upon inspection of the customer returned device, the output connector was found broken and could not be connected due to excessive stress. This report is being submitted for the event found during inspection. There was no patient involvement.

Manufacturer narrative:
Upon inspection it was also noted the poor video connector fixation, and a leak. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was reproduced. It was assumed that the phenomenon was caused by the faulty video connector. The video connector is unable to keep the connection fixed. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Do not connect or disconnect the endoscope, videoscope cable, video converter, or camera head while the video system center is turned on. Connecting or disconnecting the endoscope while the video system center is on may destroy the ccd. Turn the video system center off before connecting or disconnecting the endoscope. Otherwise, the endoscopic image may not be displayed.¿ olympus will continue to monitor field performance for this device.